Event description:
The pa was using an endoscopic vein harvesting system to harvest a right saphenous vein conduit. It was noted by him that the bipolar cautery was activated and cauterizing tissue without activating the bipolar cautery by means of the foot pedal. It was noted by the pa and rn in the room as well that the light was lit. Rn immediately shut the bovie machine off and it would not reset the settings. Dashes displayed on the coagulation/cauterization settings on the bovie machine once the machine was turned back on. The bovie machine was removed from service and taken to biomedical engineering.====================== manufacturer response ======================we just returned it to the manufacturer. Since it was a loaner we did not test it.